Manufacturer narrative:
The customer observed liquid on the top of the cuvette segments and an orange substance in the mixer wash cup. The customer cleaned the cuvette segments, cuvette washer nozzles, mixer wash cup, replaced the cuvette dry tip, and performed a cuvette wash. No additional discrepant result issues were reported after the troubleshooting was completed. A definitive cause of the discrepant result was not identified. The instrument service history review revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Based on the available information, no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer stated that a falsely elevated architect magnesium result of 7.1 mg/dl was generated for a patient sample that retested at 1.4 mg/dl twice. No adverse impact to patient management was reported.